Event description:
Quality controls (qc) have been out of range with high bias when using troponin l2kti bch kit lot 260 with cardiac controls lot 012 on the immulite 2000 xpi instrument. There were no reports of patient intervention or adverse health consequences due to the qc being out of range.

Manufacturer narrative:
The cause of the out of range troponin qc is unknown. An urgent field safety notice (ufsn), ufsn 3014 - immulite 2000/immulite 2000 xpi troponin I high control bias, was sent to customers in september 2012. Siemens is currently investigating this issue.